Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: missing device requiring medical intervention - second device. Device issue: no device in the box. It was reported that the procedure was to treat the mid to distal lad. Following pre-dilatation, a 2.75 x 23 mm xience v was implanted. At this time a perforation was observed. A 3.0 x 16 mm graftmaster was chosen for treatment, but when the box was opened, it was completely empty. Without a substantial delay in the procedure, another graftmaster (3.0 x 12) was used to successfully seal the perforation. The procedure continued by ballooning and placing a 2.75 x 23 xience proximal. A pericardiocentesis was performed at the end of the procedure, due to the amount of bleeding into the myocardial before the perforation was sealed. The patient was fine and was discharged two days post-procedure. It was stated, that there was no product issue with the xience, rather that the small stent should have been chosen. No additional event or patient information is available.

Manufacturer narrative:
.